Manufacturer narrative:
B3: date of event was estimated to be the first date of the provided date range included in the study. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature that the study subjects experienced vascular injuries. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "safety of arcadia and efficacy of concomitant dcb use during jetstream atherectomy system procedures". The study referenced analyzed 56 consecutive patients (60 lesions) who underwent aggressive wire recanalization in calcified atheroma and dilatation (arcadia) followed by jetstream atherectomy for severely calcified lesions between january 2023 and october 2024. Primary endpoints evaluated included the vascular injury rate with jetstream use, lumen area immediately after jetstream and after balloon dilatation, one-year patency rate after endovascular therapy (evt), and total limb revascularization (tlr) avoidance rate. Intravascular ultrasound (ivus) was used for vascular assessment, and vascular injury was defined as debulking involving at least the media layer. The vascular injury rate with jetstream was 1/60 lesions (1.66%). \

Event description:
It was reported via literature that the study subjects experienced vascular injuries. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "safety of arcadia and efficacy of concomitant dcb use during jetstream atherectomy system procedures". The study referenced analyzed 56 consecutive patients (60 lesions) who underwent aggressive wire recanalization in calcified atheroma and dilatation (arcadia) followed by jetstream atherectomy for severely calcified lesions between january 2023 and october 2024. Primary endpoints evaluated included the vascular injury rate with jetstream use, lumen area immediately after jetstream and after balloon dilatation, one-year patency rate after endovascular therapy (evt), and total limb revascularization (tlr) avoidance rate. Intravascular ultrasound (ivus) was used for vascular assessment, and vascular injury was defined as debulking involving at least the media layer. The vascular injury rate with jetstream was 1/60 lesions (1.66%).

Manufacturer narrative:
B3: date of event was estimated to be the first date of the provided date range included in the study. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the jetstream device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.